Manufacturer narrative:
(B)(4). The patient connected for peritoneal dialysis therapy before the set-up was properly primed. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient made a mistake and connected for peritoneal dialysis therapy before the set-up was properly primed. The patient stated that they primed twice and have already connected. The device was displaying stopped setup. The patient explained that they needed assistance with starting the therapy and the technical service representative (tsr) had the patient press go. The device prompted to connect bags open clamps. The patient stated that they cycled power. The tsr instructed to disconnect and start over with new supplies. The patient opted to end therapy for the night. There was no patient injury or medical intervention associated with this event. No additional information is available.